Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: insufficient information. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient who had 650cc mentor memorygel breast implants placed experienced unspecified medical issues post procedure. On (B)(6) 2020 mentor received information that an explant is scheduled. The devices are scheduled to be explanted on (B)(6) 2020. No additional event details are available to mentor at this time. If additional event details are made available in the future, then a supplemental report will be submitted. See 1645337-2020-14919 for contralteral prosthesis report.